Event description:
The customer reported that they received questionable results for a total of seventy patient samples tested for ion selective electrode (ise) sodium. The customer stated that he had some high sodium results and then he ran quality controls. Quality controls were out of range high. He then recalibrated, pulled 40 samples, then repeated these samples after the calibration. These samples were originally "around 150" and then repeated lower at a 5,6, or 7 mmol/l difference. The customer noted that corrected reports were issued for all 40 of these samples. The customer provided one specific example of a patient that had an erroneous sodium result. The sample initially resulted as 152 mmol/l and was repeated after the calibration, resulting as 144 mmol/l. This initial value was reported outside of the laboratory. The repeat value was believed to be correct. The customer stated that they started running samples again after the recalibration and the customer noted that samples were running high again. After noticing the samples, quality controls were run and outside of range again. The customer stated they would pull about 30 additional samples to repeat. No patients were adversely affected by the event. The customer was asked, but did not provide the ise sodium electrode lot number or expiration date. The field service representative was unable to determine a cause. The customer ran successful calibration and quality controls prior to the field service representative's arrival. The field service representative replaced diluent valve isv 9,2,8, and 10 as preventive maintenance. He ran a successful precision check for sodium, potassium, and chloride. The customer ran calibrations and quality controls on both serum and urine and these met laboratory specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A root cause could not be determined with the information provided for investigation.